Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2020, as per mr specimens removed: yes (bilateral tubes/ bilateral coil most likely complete). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: submitted in one part in formalin labeled bilateral fallopian tubes and essure coils" are 3 cylindrically shaped segments of pink tan tissue, representative of fallopian tube which measures 2.1, 4.2 and 5.5 cm in length. Each has a diameter of 0.6 cm. Portions of fimbria are present at one end of the longer segments of tissue. Also includes are 3 coiled strands of silver metallic foreign material representative of essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscoplc bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2020, as per mr specimens removed: yes (bilateral tubes/bilateral coil most likely complete). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: submitted in one part in formalin labeled bilateral fallopian tubes and essure coils" are 3 cylindrically shaped segments of pink tan tissue, representative of fallopian tube which measures 2.1, 4.2 and 5.5 cm in length. Each has a diameter of 0.6 cm. Portions of fimbria are present at one end of the longer segments of tissue. Also includes are 3 coiled strands of silver metallic foreign material representative of essure. Lot number: 628443 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.